Event description:
According to the initial report received via email from artivion complaint manager, (B)(6)., protect patient, (B)(6), experienced aortic growth in (B)(6) 2024. This event is described as growth of the aorta between two-year and four time points. Per the adverse event report form this is (s)ae#14. The amds was implanted on (B)(6) 2020. The event began in april 2024 and is ongoing. The event was not expected. The event is possibly related to the amds device and possibly related to the implant procedure of the amds. A pre-existing condition or acute disease did not cause or contribute to the event. The event did lead to a serious deterioration in health in the form of in-patient hospitalization and surgical intervention to prevent permanent impairment of a body structure or function. The patient was hospitalized from (B)(6) 2024. The patient underwent aortic arch bypass surgery with balloon angioplasty and stent placement. Information from the protect database relayed the patient is a 63 year-old male with acute debakey type I dissection. The patient has a history of hypertension controlled with 2 medications. The patient does not have a history of arrhythmia, congestive heart failure, coronary artery disease or myocardial infarction. A CT of chest, abdomen and pelvis was performed on (B)(6) 2020. The image was provided to corelab on (B)(6) 2025. Corelab review is as follows: the primary entry tear in zone 0a. Evidence of communications between true and false lumen located at zone 0, 1 then zone 4-6. The dissection occupies zone 0-11. Both right and left for zones 10 and 11. The 2-year follow up CT was performed on (B)(6) 2022 of the chest and abdomen. The image was given to corelab on (B)(6) 2024. Corelab relayed evidence of communication between true and false lumen found in zone 0-1, zone 4-7. No evidence of distal anastomotic new entry (dane) tears or distal stent-induced new entry (d-sine) tear. The dissection occupies zone 0-9 then both right and left for zone 10. The 4-year follow up CT was performed on (B)(6) 2024 of the chest, abdomen and pelvis. The image was provided to corelab on (B)(6) 2024. Corelab relayed evidence of communication between true and false lumen found in zone 0-1, zone 4-7. No evidence of distal anastomotic new entry (dane) tears or distal stent-induced new entry (d-sine) tear. The dissection occupies zone 0-9 then both right and left for zone 10. This investigation is relegated to amds40-de, lot number: c2459036b with the allegation of aortic growth.

Manufacturer narrative:
Please note hde number h230007. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
Please note hde number h230007. The manufacturing records for lot c2459036b (finished goods) and lot c2458876a (sub-assembly) were reviewed. It was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation there were no ncrs or deviations associated with the following lots: c2459036b (finished goods) and c2458876a (sterile sub-assembly). Patient (B)(6) is a 63-year-old male who had an amds-40-40 (lot #: c2459036b) implanted on (B)(6) 2020 at (B)(6). The responsible investigator for the study is prof.(B)(6). Adverse event # 14 (case (B)(4) reports a vascular event described as ¿aortic growths¿ with an onset date of apr2024 (unknown day), reported as ongoing. Additional information stated, ¿growth of the aorta noted between two-year and four time points.¿ the event was deemed ¿possibly¿ related to the amds device and ¿possibly¿ related to the implant procedure. No pre-existing condition or acute disease that may have caused or contributed to the event was identified. The event led to a serious adverse event due to ¿in-patient hospitalization or prolonged existing hospitalization¿, and ¿medical or surgical intervention to prevent permanent impairment of a body structure or function¿. The patient was hospitalized because of this event on 04apr202, surgical (aortic arch bypass) and percutaneous (balloon angioplasty and stent) treatment were provided, and the event was documented as ongoing. The patient did not exit the study because of this event. No additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note, ¿aortic enlargement (e.g. Persisting flow in the false lumen)¿ [ae # 14] is listed in the clinical evaluation report (cer) as a potential adverse event. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. An adverse event was reported. However, no specific device malfunction or failure modes were reported; there were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Therefore, the occurrence rating table will be marked as ¿n/a¿. Should additional information be obtained at a later date regarding potential failure modes, an updated risk assessment shall be performed. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion- formerly cryolife/jotec and the IFU adequately communicates risk. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report received via email from artivion complaint manager, (B)(6)., protect patient, (B)(6), experienced aortic growth in (B)(6) 2024. This event is described as growth of the aorta between two-year and four time points. Per the adverse event report form this is (s)ae#14. The amds was implanted on (B)(6) 2020. The event began in april 2024 and is ongoing. The event was not expected. The event is possibly related to the amds device and possibly related to the implant procedure of the amds. A pre-existing condition or acute disease did not cause or contribute to the event. The event did lead to a serious deterioration in health in the form of in-patient hospitalization and surgical intervention to prevent permanent impairment of a body structure or function. The patient was hospitalized from (B)(6) 2024. The patient underwent aortic arch bypass surgery with balloon angioplasty and stent placement. Information from the protect database relayed the patient is a 63-year-old male with acute debakey type I dissection. The patient has a history of hypertension controlled with 2 medications. The patient does not have a history of arrhythmia, congestive heart failure, coronary artery disease or myocardial infarction. A CT of chest, abdomen and pelvis was performed on (B)(6) 2020. The image was provided to corelab on (B)(6) 2025. Corelab review is as follows: the primary entry tear in zone 0a. Evidence of communications between true and false lumen located at zone 0, 1 then zone 4-6. The dissection occupies zone 0-11. Both right and left for zones 10 and 11. The 2-year follow up CT was performed on (B)(6) 2022 of the chest and abdomen. The image was given to corelab on (B)(6) 2024. Corelab relayed evidence of communication between true and false lumen found in zone 0-1, zone 4-7. No evidence of distal anastomotic new entry (dane) tears or distal stent-induced new entry (d-sine) tear. The dissection occupies zone 0-9 then both right and left for zone 10. The 4-year follow up CT was performed on (B)(6) 2024 of the chest, abdomen and pelvis. The image was provided to corelab on (B)(6) 2024. Corelab relayed evidence of communication between true and false lumen found in zone 0-1, zone 4-7. No evidence of distal anastomotic new entry (dane) tears or distal stent-induced new entry (d-sine) tear. The dissection occupies zone 0-9 then both right and left for zone 10. This investigation is relegated to amds40-de, lot number: c2459036b with the allegation of aortic growth.